Event description:
Customer reported receiving erratic readings on her precision xtra blood glucose meter. Customer reported receiving readings of 291 mg/dl, 501 mg/dl and 110 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of 02-dec-2009. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a 16-jun-11 letter addressed to (B)(4).

Manufacturer narrative:
(B) (4). This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl. Additionally, the reported test strip lot has a date of manufacture of 30 october 2009.